Event description:
A malfunction on the pump was reported by the caller, but no prior notable events were identified. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with this process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support again if any malfunction codes reappeared, which they acknowledged and understood.